Event description:
During placement, when surgeon was removing guide wire, she felt slight resistance but it came out ok. They did chest x-ray which showed small piece of guide wire still in pt. Removed without complications.